Event description:
Customer reported the system displayed a motion error and would not go out of mag mode. No pt injury was reported.

Manufacturer narrative:
Phone fix. Customer repaired a jammed film cassette and rebooted system. System operates as intended.